Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that the customer experienced a low blood glucose (bg) level of 49-57 mg/dl, due to incorrect time being set. Low bg was addressed by consuming carbohydrates. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.